Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient plans to have her scs ipg replaced. The patient stated she was having issues charging.

Event description:
Additional information obtained identified the patient had her scs ipg replaced with a non-rechargeable model.